Event description:
It has been reported to philips that the system would not turn on. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. Review of the system log file showed that the pc hardware error due to host pc failed. Upon further investigation, the fse found that there was a hdd-bay fault on the host pc. The fse mounted the hdd on the motherboard and restarted the system but it still requires host pc replacement. The fse replaced the host pc and relative hard disc, software reloading and detector calibration was performed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.